Event description:
Product analysis was completed on the explanted devices. The pulse generator would not interrogate. Therefore, a system diagnostic test, a wandcomm diag, and final electrical test could not be performed. The pulse generator was opened, the measured battery voltage confirmed an eos condition. A comprehensive automated pcba electrical evaluation and a battery life calculation were performed. Other than the no communication due to eos event, the device performed according to functional specifications. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis of the returned portion, the ring coil end was found to be broken with signs of a stress induced fracture. Continuity checks of the returned lead portion were performed during the functional analysis, and no other discontinuities were identified. During the visual analysis of the returned portion, dried body fluids were observed inside the outer tubes, in some areas, with fluid ingress likely due to the cut, torn, and abraded openings found on outer tubing. Dried body fluids were also observed inside the inner tubes, in some areas, with fluid ingress likely due to the cut inner tube ends, and possibly due to an abraded opening. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.

Event description:
The explanted devices were received but product analysis is still underway.

Event description:
Additional information received noting that the patient underwent a full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
The surgeon reported that high impedance was found during a vns replacement surgery. They closed the patient after the high impedance was observed and called a livanova representative to check the device. The surgeon reported to the livanova representative that the patent's device was interrogated several times and that they had tried to re-insert the lead pin, but high impedance was still reported to be seen. The surgeon also noticed that there was a slight tear in the outer insulation of the patient's lead; however, the lead wire was in tact. The surgeon stated that there was some fluid that was cleaned from the leads outer tubing. After the fluid was cleared, the lead pin was re-inserted and the patient was then closed up and the device was left implanted. The livanova representative reported that the impedance was within normal limits and there were no issues found when they interrogated the closed patient. The surgeon stated that they tested the lead wire several times in various positions to determine that the impedance was within normal limits. The surgeon decided that the device was working as normal and there was no issue with the device. The hospital where the event occurred is a closed system and will not provide any additional details on the event. No other relevant information has been received to date.